Event description:
Readings not displaying only date and time. (B)(6) (home nurse) ; called in behalf of her patient. When the strip is inserted the meter won't read the strips. The time and date just shows on the screen.